Event description:
Customer reports obtaining results of lo and 119 mg/dl on the same device within 2 minutes. Customer reports another comparison where she obtained results of hi and 169 mg/dl within 2 minutes on the same device. No action taken based on device results. No quality controls were used. Requested return of suspect device and replacement was sent.